Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced diabetic ketoacidosis with elevated blood glucose measuring >500 mg/dl requiring hospitalization. The patient reportedly received treatment of intravenous fluids, insertion site change and "other" treatment not further described by the reporter. Troubleshooting by animas customer technical support revealed the pump alarm history indicated an empty cartridge alarm recorded at 10:08 am and the prime history indicates the pump was not primed until 2:50 pm; 4 hours, 42 minutes of insulin delivery cessation. This complaint is being reported because the patient reportedly experienced a serious adverse physical event associated with a training/use error-related issue.